Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had a damaged battery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with malfunction of damaged battery was confirmed during event history log review. This condition was caused by depleted main batteries due to use/user error. The main batteries and the battery harness were replaced to correct the reported condition. It is unknown when the reported condition occurred. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).